Event description:
It was reported that during a shoulder arthroscopy procedure, the device displayed an error message on the screen. It was reported that the surgeon created an incision to complete the surgery.

Manufacturer narrative:
Additional information will be provided, once the investigation is completed.